Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Additionally, during the evaluation a second reportable malfunction was found: the device image was blacked out. Based on the results of the investigation, the issue is attributed to electronic component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope exhibited image flickering during setup/inspection prior to use. There was no patient injury or medical intervention associated with this event.